Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The posterior lumbar interbody fusion; plif for the degenerative disease was performed on (B)(6) 2018. During the surgery, the tip of vpr2 x 25 set screw inserter was broken and then left in the si set screw when the surgeon was trying to tighten the si set screw while attaching the rod at l5 ¿ s1 (right). By widening the incision, he successfully extracted all the broken pieces using forceps from the patient¿s body. The operation was successfully completed with a less-than-30-minute delay. There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver was not returned for analysis. Device was then sent for fracture analysis. The fracture analysis report reveals a rough surface characteristic that extends across the entire surface. This suggests that the inserter tip underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the setscrew inserter¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the inserter tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.